Manufacturer narrative:
The initial MDR 2432235-2015-00186 was filed on april 13, 2015.additional information (03/25/2015): a siemens technical applications specialist (tas) was dispatched to the customer site. Tas configured the system to run dilutions. The cause of the instrument not performing repeat dilution testing was a configuration issue. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that several tests which required dilution repeat testing did not run the dilutions on an advia 1800 instrument. The customer did not release any discordant results to the physician(s). The customer manually repeated and performed dilutions on the tests. There are no reports of patient intervention or adverse health consequences due to the instrument not performing repeat dilution testing.

Manufacturer narrative:
The cause of the instrument not performing repeat dilution testing is unknown. Siemens is investigating this issue.